Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the investigation results, the following are likely causes of the malfunction: the cable unit had deteriorated and sustained a cut, preventing image display; b30 was displayed; and water-tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had error b30 and red noise. The issue was found during reprocessing. There were no reports of patient involvement.